Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was not delivering bolus. The customer's blood glucose level was 265mg/dl. The customer's levels had been as high as 466mg/dl. The customer was advised to treat for the highs. The customer declined to troubleshoot at this time and states they would be conducting set change.